Event description:
I had lasik surgery in 2015. For ten years I've had chronic dry eye, light sensitivity, s rings (halos) and aches and increased astigmatism resulting in vertigo and requiring glasses for management.